Event description:
The pt reported their catheter came out of the pump. The hcp confirmed the pt had been experiencing increased spasticity since thier pump had been replaced two months prior. Pump and catheter dye studies were performed which showed a disconnect between the proximal part of pump and tubing. The drug used in the pump is lioresal 2000 mcg/ml, doses ranging rom 400 to 700 mcg/day. A surgical procedure was performed to reconnect the catheter and the pt recovered.